Event description:
Adverse event: "hyperpressurized eye" (intraocular pressure rise, (iopr)). Product problem: "poor design choice" (no info). A surgeon reported that when infusing silicone oil with his usual technique, an eye was hyperpressurizing. He reported that he has been alleviating the problem by disconnecting the infusion line. The surgeon and the company representative met regarding to this event. Multiple questions from company related to the reported event were not answered.

Manufacturer narrative:
The customer's complaint history was reviewed no additional related reports for this system. No samples were returned for eval and root cause analysis. A root cause for the reported system message is unk and cannot be determined because no sample was returned for eval and steps could not replicate the reported issue. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).